Event description:
Customer reported that the end user (son) got out of bed and fell. Customer also reported the zipper was boawing (bent) and unable to provide any further info. More info received from (mother), she stated: the quick release buckle came apart causing the zipper to open causing her son to fall out of the bed. The pt was taken to ER after the incident and had bruising. The doctor prescribed the pt pain medication and he was sent home.

Manufacturer narrative:
Note: this report is submitted based on the customers reported issue statement. - product was requested to be returned for evaluation and has been received. (B)(4).